Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2009) is considered to be a best estimate. This emdr represents the bard mesh - dart (device #1). Additional supplemental emdrs were submitted to represent the bard ventralight st (device #2) and bard ventralight st (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2010 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of dart mesh (device #1). Per operative notes, ¿incarcerated epigastric hernia was identified, and the omentum was reduced in the peritoneal cavity. A large dart mesh (device #1) was placed and secured over the bowel and omentum using sutures.¿ on (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st (device #2) and removal of dart mesh (device #1). Per operative notes, ¿previously placed dart mesh (device #1) was removed. Then a large hernia defect was identified. A ventralight st (device #2) was used for repair and secured by sutures.¿ on (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralight st (device #3) and explant of ventralight st (device #2). Per operative notes, ¿previously placed ventralight st mesh (device #2) was removed. Then a ventralight st (device #3) was used for repair and secured in a subfascial plane using sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia and adhesions thereby underwent laparoscopic repair with removal of ventralight st (device #3). Per operative notes, ¿ventralight st mesh (device #3) was removed. Once the adhesions were taken down, a synthetic mesh was placed inside the abdominal cavity and tacked in place.¿